Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the device investigation, the reported e315 error could not reproduced, as the device was not returned for evaluation and the root cause could not be determined. E315 error occurs when an endoscope cannot be used together with the processor or the processor or an endoscope is malfunctioning. It is surmised that this phenomenon occurred because either the camera head or the processor malfunctioned. It was also possible that this phenomenon occurred because it was not a device that could be used in combination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the customer high-definition camera head is ¿giving an unsupported error code (e315)¿. The customer reported issue was found during inspection before use. No death, injury or harm was reported to olympus. The camera head will be returned for evaluation.